Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. B3: event date was updated. B4: date of this report was updated. D6: implant date and explant date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
During the follow up, the event, implant placement, and explant dates were updated.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #19 was removed due to an infection.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 3331 and 4114. H10: narrative/data was updated. DHR review was completed for the subject lot number 1251412. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# 150 - str2 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1251412 for similar events and no other complaint was identified.